Event description:
It was alleged that the quantum ii controller presented an f4 error code. The procedure was successfully completed using a back-up controller, however, the incident resulted in a 30-45 minute surgical delay. There have been no reported patient complications.

Manufacturer narrative:
The complaint is verified and the root cause was determined to be an electronic component failure. During functional testing, the device exhibited a ¿hardware failure¿ alarm and there was no voltage output. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge to the subject controller at the customer's facility. 2. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. 3. A premature failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.